Event description:
It was reported that the customer called the arrow hotline to report the iabp was experiencing low battery alarms. They requested information on exchanging the pump. Prior to arrow's response to the request for assistance, the hospial perfusion team exchanged the pump. There were no associated pt complications reported.